Event description:
It was reported that the patient sought medical attention at the accident and emergency department of (B)(6) hospital on (B)(6) 2026 with diabetic ketoacidosis. The patient¿s blood glucose levels rose to 37 mmol/l (666 mg/dl) while wearing the pod. The patient reported that the pod was leaking insulin during wear. Reported symptoms include vomiting, dizziness, shaking and increased thirst. The patient was treated with intravenous 0.9% sodium chloride, intravenous insulin, potassium replacement and glucose. The patient was discharged on (B)(6) 2026. The patient reported that they believed that heat exposure may have caused the insulin to degrade and that this may have contributed to the event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.